Event description:
The customer reported via phone call that the insulin pump alarmed motor error during the fixed prime. The customer was able to rewind the insulin pump. Customer's blood glucose level was 179 mg/dl. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Unit received with minor scratched lcd window, cracked case near display window corners, battery tube threads cracked, broken belt clip slot, and cracked reservoir tube lip. Insulin pump passed the rewind, basic occlusion, prime/compromised force sensor system and displacement tests. Insulin pump was received with stuck motor error alarm loop during bolus delivery. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. The drive support disk was inspected and no anomaly was noted. No motor position encoder error alarm.